Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - (B)(6) 2008; 4194 implantable pacing lead - (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and oversensing both when measured with the analyzerand through the device. The lead apparently fractured, and was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.